Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6. Product complaint # (B)(4). Investigation summary - no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Investigation methods: was patient affected: yes. Device history reviewed: no. Lot trace obtained: no. Complaints database searched: no. Product checked: no. Label checked: no. Product pulled from stock for inspection: no a review of complaint databases was not possible as no product details were received. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot - null. Device history batch - null. Device history review - null.

Manufacturer narrative:
Product complaint (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article was received entitled "influence of body mass index on revision rates after primary total knee arthroplasty". Literature article "influence of body mass index on revision rates after primary total knee arthroplasty" by matthieu zingg et al. Published by international orthopaedics was reviewed. The article purpose: to investigate for the potential existence of a body mass index threshold in regards to revision for primary tka surgery. The article reports: the authors conducted a prospective cohort study of 2442 primary tkas in 2035 patients. All patients received the pfc sigma implant. Revision rates within this study surprisingly showed that the highest bmi group had the lowest revision rate. There were 71 total revisions amongst all groups. Eight tkas were revised for aseptic loosening, and ten for deep infection. In the high bmi group, 17 were revised for aseptic loosening, and 16 for deep infection. Patella resurfacing was conducted 93 percent of the time so a patellar component will be coded for. Cement was used although no manufacturer was given. Depuy products involved: pfc sigma. Complications: aseptic loosening (25), infection (26), surgical intervention (71).